Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reyg0688 showed no other similar product complaint (s) from these lot numbers.

Event description:
After placing a PICC, the facility did an x-ray to adjust the line and found that the guidewire had stayed in the pt. Ir removed the wire the next day successfully.